Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump screen was unresponsive during the ¿press and hold¿ priming step, allowing only the ¿no¿ option to register and preventing progression, and the device could not be restarted, leading to a replacement being arranged. Symptoms included no reported adverse clinical effects. Outcomes included the need for device replacement and interruption of intended therapy. Investigation included review of the reported malfunction and collection of device status information. Investigation of this device revealed a screen or user interface malfunction consistent with an unresponsive touchscreen during setup, with the device remaining stuck on the priming confirmation page despite a fully charged battery. It was concluded, based on previously established findings for similar reports, that the cause was likely a device malfunction related to the user interface.